Event description:
It was reported that during a laparoscopic cholecystectomy procedure, all three of the devices misfired, clips were coming out crooked. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. All three devices were discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.